Event description:
It was reported that during a device evaluation it was observed that there had been a sharp rise in the right atrial (ra) lead impedance about a month prior. The impedance was now measuring greater than 3000 ohms. It was noted that the capture and sensing of the atrial lead were good. It was questioned if a device anomaly could cause an out of range impedance value. The device and ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.